Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar was dislocated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed failure analysis. The instrument was found to have a bent grip, which caused side to side misalignment of the grips. There was a 0.0330¿ offset at the tips that caused the tips to be dislocated. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.